Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient contacted the clinic due to an alert tone. It was determined that an electrical reset had occurred. In the clinic, the electrical reset was cleared and all programmed parameters were as expected. The device remains in use. No patient complications have been reported as a result of this event.